Manufacturer narrative:
The manufacturer¿s sales representative confirmed the reported issue. The customer's biomed replaced the touchscreen to address the reported problem.

Event description:
The customer reported that the touchscreen would not work and could not calibrate in service mode. There was no patient involvement.